Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer indicated plans to reset the pump when ready, as the malfunction code was resettable. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.